Event description:
It was reported that following an angio-seal device deployment, the patient complained of pain in the affected leg; pulses were diminished and the leg became blue in color. The patient underwent surgical intervention immediately for vascular repair and removal of a foreign object. Lower extremity pulses returned and the patient was discharged without further complicatons. The sjm rep reviewed the pre-deployment angiogram with the cath lab manager, noting significant vessel disease both proximal and distal to the puncture site. The two concurred that the patient may not have been a good condidate for a vascular closure device.